Manufacturer narrative:
The customer reported that the phaco handpiece used together with the system, had the tip heating and ¿mushroom¿ generated. Additional information from the customer clarified the term ¿mushroom¿ generation as ¿it was used to describe the appearance generated by the heating of the methylcellulose inside the eye of the patient. The system parameters were altered by the surgical representative, which reduced the appearance of the effect.¿ the surgery was able to be completed after 1 hour of delay by using another system, and there was no patient harm. The company service representative examined the system and did not mention finding anything that could have contributed to the reported event. Preventive maintenance (pm) was performed. The batteries were replaced as part of the pm. The system was then tested and met all product specifications. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on september 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Clarification was received indicating the term "mushroom generation" is to describe the appearance generated by the heating of the methylcellulose inside the eye of a patient.

Manufacturer narrative:
The correct date is july 27, 2017 instead of august 1, 2017 as previously submitted on supplemental report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification tip heated and a "mushroom" was generated. The system was switched out to complete the case following a one hour delay. There was no patient harm. Additional information has been requested.